Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when flushing the 5.0x15mm herculink stent delivery system (sds) the stent dislodged inside the tip of the sheath. The sds was not used in the procedure. There was no patient involvement and no clinically significant delay in the procedure. Another same size herculink sds was used in the procedure. No additional information was provided.